Event description:
A broken/leaking dacapo powerpack was received at headquarters.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged cover was observed, most likely due to external mechanical stress. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing, located under the cover, was clearly the reason for the malfunction of the device returned by the end-user. The contacts seem to be oxidized by the leaking electrolyte. This is a final report.

Manufacturer narrative:
The device has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A broken/leaking dacapo powerpack was received at headquarters.